Manufacturer narrative:
Stryker service tech evaluated the bed and recommended to the customer that it be removed from service.

Event description:
It was reported the hi-lo actuator housing had broken away from the mount, the leg weldment was broken, and the support bracket arm was bent . Though not reported, depending on the position (height) of the lift when the housing breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported